Event description:
It was reported that during a laparoscopic anterior resection procedure, the white pad in the jaw of the device melted. Another same like device was used to complete the procedure. There was no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.